Event description:
It was reported that the device had a damaged battery compartment. There was no patient involvement. Analysis of device found lifting upstream occlusion (uso) seal.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. One device was received for investigation. The reported issue was confirmed during visual inspection. Additionally, the device upstream occlusion (uso) sensor was observed to be delaminated, the circuit board was corroded, and the motor was over its rotation limit. The uso was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.